Event description:
According to the reporter: the rubber around the camera site kept coming off. No patient injury reported. Delay time was not given. No additional information available.

Manufacturer narrative:
(B) (4).